Event description:
(B)(4). About six months after placement I started having horrible bleeding and cramping all the time. My periods were coming more frequently and more intense. Than pain came with sexual intercourse to the point I would scream and bust out crying. About a year later my back pain and muscle pains headaches. My joints hurt so bad I could barely walk. I started to suffer headaches. I had one after another emergency room visits it was brushed off as having cyst on my ovaries. When I would go to my pcp and tell them the issues that was happening I was told I was way too young to be in that much pain and over weight. One time I was even told that there was nothing wrong with me I just wanted pain medication at that time I had no clue what that even was I just wanted to be able to live my life again with out crying from being in so much pain. Some doctors have no clue what the essure is and others tell me no that can not be what is causing all my problems. I would just get a rash from the nickel. As I started doing my own research I had 52 side effects. I fell into a severe depression. I can't work I lost my house everything to this day I still live in hell my body fails me everyday. I am a very strong willed person but this has taken over my life. I don't understand how I can be told sorry there is nothing we can do for you . So thanks FDA for taking me from my kids from the world stripping me of my happiness and left for dead.